Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history records could not be conducted.

Event description:
It was reported that bd vacutainer® one use holders¿ threads were damaged. No serious injury or medical intervention reported.